Manufacturer narrative:
Zoumingxuan. (B)(4). Expiration date: 12-31-2024. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -11.5/2.0/074 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2022. On (B)(6) 2022 the lens was exchanged with a longer length lens due to low vault. This exchange resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).